Manufacturer narrative:
Evr 19970466 notes the following: no audio alarm during sound level test. Dissassembled the alarm & found that the inductor was electrically open. With the potting material physically encapsulating the inductor, it was not possible to see the entire lead end connections. The ends were disturbed after removing the inductor. The inductor was measured at 47omhs, confirming the integrity of the inductor & thus confirming the connection to the inductor was the failure. It is speculated one of the lead end connections was faulty from the manufacture (intervox). Change order 113618 has been implemented, which qualified a new alarm to be utilized (june 97). This file is complete.

Event description:
The customer alleged that the device had no audio alarms. The nellcor puritan-bennett customer support engineer inspected the device and could not reproduce the alleged event. However, the cse replaced the audio alarm as a precaution. The unit passed extended self testing. It is not verified that the audio alarm did not activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.